Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the pulse generator. When attempting to relocate the lead, the pulse generator setscrew could not be loosened. The pulse generator was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.